Manufacturer narrative:
This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Event description:
Reported by (B)(4), safety surveillance specialist, synthes: during an ad hoc safety assessment, we identified the following literature article reporting an extensive corrosive of the isola spinal system. Chromium ion release from stainless steel pediatric scoliosis instrumentation thomas p cundy, publication date: jan 2010. N=1 hook a.e. For revision, cause for revision unknown.